Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer reportedly received the following results on aviva expert meter, compared to an aviva meter, within 10 minutes: 13.5 mmol/l (aviva expert) and 5.9 mmol/l (aviva). The customer has used up the test strips and disposed of the vial. He used for both tests the same strips. No serious injury reported. Requested return of suspect meters for evaluation.